Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.0/1.0/011 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. The reporter states that the first lens was implanted vertically. Cause is reported as unknown.

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is not marketed in the us. (B)(4). Claim # (B)(4).